Event description:
The following was reported by the arjohuntleigh rep: the bath trolley miranti was in full raised position with its brakes engaged. The nurse wanted to put the device aside and she pulled the device in spite of the brakes being engaged, and as a result of this action the device fell over onto her. There was no pt on the lift when this happened. The nurse received injuries described as concussion, bruises on the cheekbone and arm.

Manufacturer narrative:
(B)(4). Additional info will be provided upon conclusion of the investigation. Imp ref # (B)(4).